Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted after an implant duration of approximately 96 months, due to valve stenosis. The healthcare provider indicated that the leaflets were thickening and constricted. No additional information provided regarding patient's medical history due to privacy regulations.

Manufacturer narrative:
Device (B)(4) no code available = thickened and constricted leaflets method (B)(4) other = device discarded and will not be returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple attempts, the healthcare provider declined to release any additional information due to patient privacy regulations. There are many factors that lead to prosthetic valve stenosis ( e.g. Calcification, pannus growth...etc); without additional information and/or device evaluation, the root cause cannot be positively identified. The investigation reveals nothing to indicate a device quality deficiency that may have contributed to this event.